Manufacturer narrative:
H3 other text : the device was evaluated by a third-party service center.

Event description:
The device was returned to the manufacturer service center regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation, the dreamstation CPAP auto device was visually inspected and scrapped. There was evidence of foam degradation found and foam particles were visible. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.